Event description:
It was reported that two of 2.0mm imf screw self-drilling 12mm and two of 1.3 module 6mm screws broke during surgery. Delay in surgery of 20 minutes. It was reported patient outcome was good. This report is for two 6mm unknown screws. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for two 6mm unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.